Event description:
It was reported that during a breast biopsy, the end of the plastic sheath split. Changed markers and had the same issue. A like device worked properly. There was no pt consequence reported.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.